Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The expiration date is currently unavailable. The device manufacture date is currently unavailable. Investigation summary ==> the device was received and evaluated. Upon visual inspection, the device comes in used condition as expected on reusable devices. The device does not show any structural anomalies. The upper jaw was bent. The needle was found broken and stuck inside the device and it was not possible to remove it from the device. Since the needle is stuck inside the device, the functional test cannot be performed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A possible root cause for the bent jaw can be attributed to an excessive force applied to the jaw when it was closed. A possible root cause for the jammed needle can be attributed to procedural variables, such handling of the device or product interaction during procedure; repeatedly passing the needle through excessive tissue; any use beyond this would cause the needle to fatigue and then break. Also, it could be related when deploying the needle with the jaws open which can lead to a broken needle, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional in australia that during an unknown procedure on (B)(6) 2023, it was observed that a broken needle was was stuck in the expressew iii autocapture + suture passer device. During in-house engineering evaluation, it was determined that the upper jaw on the device was bent. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.